Event description:
It was reported that the devices were implanted in 2004. Revision surgery occurred in 2007, to remove loose ulna, perforated anterior cortex. The surgeon removed ulna component and replaced. The humeral component was well fixed and therefore, was to stay in situ. The surgeon opened pin/bushing replacement kit box to replace bushings in humeral component and then proceeded to trial reduction. However, it was not possible to locate the ulna component within the humeral component (space between bushings on humeral component was not wide enough to allow room for ulna). He opened another humeral assembly and removed bushings from this component and fitted them to the original component. However, this still did not allow room for the ulna component to fit. The surgeon at this stage had no choice but to revise the humeral component (which was well fixed) and took over 1 hour and 30 minutes to remove.

Manufacturer narrative:
This report will be amended when our investigation is complete.